Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name: faradise clinical study ID: (B)(4). Clinical patient ID: (B)(6). It was reported that the patient experienced a vasovagal reaction. During an ablation procedure a farawave pulsed field ablation catheter was selected for use. The patient experienced a vasovagal reaction during procedure. Temporary pacing was required and the condition was resolved successfully. The procedure was completed successfully. The device is not expected to return for analysis.